Manufacturer narrative:
A ge representative evaluated the system and reseated the cine drive connectors and reformatted the cine disk drive. The system operates as intended.

Event description:
The customer reported a loss of cine/vascular modes. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. No death or serious injury was reported.